Event description:
The plasma ctr mgmt system (pcms), revision 1.2, was developed for the use of one specific customer only; thus, this problem affects only that one customer. The customer was notified by telephone on november 30, 1999. A design change was incorporated into pcms revision 1.2 to improve the performance (speed) of the fractionator shipping process. Previously, as each shipping carton was filled, pcms would perform a status check on every unit within the carton. If all units passed the check (indicating that all units were releasable), the carton status was changed to "closed". These same status checks were performed again when the user verified the identity of each carton in the shipment prior to shipping to the fractionator, or "ending" the shipment. To reduce this redundancy and use fewer system resources, a new table called shipok was added to the database in pcms 1.2. This table tracks each unit that successfully passed the status check when a carton is closed. Subsequently, if no changes are made to the database to alter the releasability of a unit after the carton is closed, the status of the unit will not be rechecked again at the end of shipment. If the status of a donor or unit changes after the carton is closed, that unit(s) is removed from the shipok table. Only units not listed in the shipok table will have a status check performed during the end of shipment process. The reason for this MDR is that the expiration date of the product is not included in the criterion that determines whether a unit is removed from the shipok table after the carton is closed. Therefore, if a product expires between the time the carton is closed and the shipment is ended, pcms will not prevent the release of the product for shipping. All products currently manufactured by the customer have a ten-year expiration date. Thus in practice, it is highly unlikely that this defect will allow the release of an expired product. This defect will be corrected for this customer in pcms revision 1.3, planned for early 2000. The defect has already been corrected in pcms revision 2.0, which is pending 510(k) clearance.